Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported there were chronic high thresholds and high output on the right ventricular lead. It was further reported that device longevity was decreased and the device was explanted eleven months after implant. The device was removed and replaced. The lead remained in use for an additional four years and the high thresholds continued. The lead was then capped and replaced. No patient complications have been reported as a result of this event.